Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated he had disconnected before to use the bathroom and reconnected before the alarm occurred. Baxter received companion sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. The batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 3. Per the initial report, the home patient (hp) had a system error 2240 (air in the set) alarm. The hp stated he had disconnected before to use the bathroom and reconnected before the alarm occurred. The technical service representative (tsr) had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette to discard the supplies. The tsr explained the alarm and advised to contact the rn. Global product surveillance (ps) contacted hp on (B)(4) 2012 regarding the reported problem. The hp stated that he ended therapy for the night. The hp did not notice any defects with the original cassette. The hp had discarded the original cassette. The hp had a companion cassette and would hold it for pick up. Ps contacted the peritoneal dialysis nurse (rn) on (B)(4) 2012. The rn stated that there was no medical issues or injury related to the reported problem. The rn stated that the home patient (hp) was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.